Manufacturer narrative:
(B)(4). Date sent: 5/29/2020. D4: batch #t9546f. Investigation summary. The device was returned with the upper jaw detached, not returned and the I-blade upper tip lifted. The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2020. Date of event: unknown, assumed the 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a colon resection, the tip broke off the device. A second like device was tried and the tip broke off of it as well. The procedure was completed with a like device with no patient consequences reported.